Event description:
During preventative maintenance testing at the user facility the pump did not detect a distal occlusion. There were no reports of any adverse pt events while the device was in clinical use. The customer reported there was no pt involvement.